Event description:
This is a report received by baxter in (B)(4) from (B)(4) due to quality reservation reported by the hospital for product: (B)(4). The reason of the complaint is crystallization and opalescence during therapy with those solutions. No medical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. No sample was available for evaluation. Samples for similar complaints were sent to and analyzed by (B)(4) in (B)(4). Precipitates observed are calcium carbonates. A (B)(4) has been set up to investigate this issue. The relevant ministries of health have been notified. A warning statement was issued and placed on all accusol products. The root cause was not determined. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).